Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was having high blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated he has treated his blood glucose with a bolus delivery from the insulin pump. The customer also stated they were receiving calibration error alarms on their insulin pump. Customer also reported receiving a sensor error alarm on his insulin pump. The customer was advised of the causes of the alarms. No additional information provided.